Event description:
It was reported that during clinic visit, an alert was found on this pacemaker device for right ventricular automatic threshold (rvat) test detected greater than programmed amplitude or suspended. The health care professional (hcp) called technical services (ts) for further review of the device stored data. Upon review, ts confirmed that the rvat was in suspension due to patient low evoked response. Ts also observed a drop in r-wave amplitudes and impedances as well. Ts discussed troubleshooting options with the hcp and recommended for an additional visit to further evaluation. At this time, the rv lead remained in service. No adverse patient effects were reported. Subsequent additional information was received that reported that a lead revision was performed and this rv lead was explanted due to high pacing thresholds. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The rv lead was disposed by the hospital.